Event description:
Caller reported a cartridge alarm occurred during the loading process, which did not adversely affect the customer's blood glucose level. Customer had no backup therapy available and planned to contact their healthcare provider. Technical support confirmed that they would replace the pump, providing one with updated software, and instructed the caller on returning the faulty pump and programming the new one. Caller acknowledged all instructions, including placing the pump into storage mode and using a provided return box and label.